Event description:
It was reported that the subject is enrolled in the (B)(6) study. The previous implant form received indicated that the stryker system was removed due to aseptic failure of the knee.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.